Manufacturer narrative:
Concomitant medical products: product ID 37092, serial# unknown, product type: accessory; product ID 7496-51, serial# (B)(4), implanted: (B)(6) 1993, product type: extension; product ID 3586, serial# (B)(4), implanted: (B)(6) 1993, product type: lead. (B)(4).

Event description:
It was reported that the patient had a dorsal column stimulate put in and the machine itself was not working. The patient stated that she needed a replacement of her dorsal column stimulator. It was further reported that the patient¿s stimulation stopped a couple of nights prior to the report. It was noted that there was no stimulation at all and that it stopped on its own. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.